Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st (device #3) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard / davol ventrio st (device #3) additional mdrs will be submitted to for each of the other bard / davol devices with claims alleged. Not returned.

Event description:
Attorney alleges that on (B)(6) 2012 or (B)(6) 2013, the patient underwent surgery, which included implant of the following unspecified bard/davol hernia mesh devices; ventralex (device #1), ventralex st (device #2), and ventrio st (device #3). As reported, the patient is making a claim for an adverse patient outcome against the ventralex (device #1), ventralex st (device #2), and ventrio st (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."